Event description:
In 2008, the pt reported that the last 6-7 infusion sets he has used do not stick to his skin as well as they should. He did not report experiencing any physiological effects. He was sent replacement infusion sets and IV prep wipes. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.